Event description:
It was reported that the patient experienced persistent low glucose readings with fingerstick values in the 60s mg/dl and an ilet reading in the 40s mg/dl, which required stepwise oral carbohydrate intake including candy, soda, and crackers, with eventual recovery to 80 mg/dl; the medical device problem and device component could not be specified due to insufficient information. Symptoms included hypoglycemia, thirst, and urinary frequency. Outcomes included no lasting health consequences or impact. Investigation included communication with the user, analysis of the information provided, and troubleshooting education on oral glucose treatment. Investigation of this case revealed no findings available and insufficient information regarding a device component, and the medical device problem remained indeterminate. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.